Manufacturer narrative:
(B)(4). The lot was manufactured september 17, 2015 - september 18, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and flow was observed from the device. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device was filled with fluorouracil and 131 ml of sodium chloride to a total fill volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.